Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2009 due to high blood glucose. The customer had symptom of nausea. The customer's blood glucose level at the time of admission was 660 mg/dl. The customer was treated with intravenous therapy with insulin drips. The infusion set was removed and they noticed it was bent. The customer was wearing the insulin pump at the time of the hospitalization. The customer was advised to monitor their blood glucose and to call back for further assistance. The device will not return for analysis.